Event description:
The pump was received and analyzed. No information was provided with the device.

Manufacturer narrative:
Catheter: model: 8731, (B)(4), implanted: 2006 (B)(6), explanted: unk; catheter: model: 8731, (B)(4), implanted: 2004 (B)(6), explanted: unk; catheter: model: 8596, (B)(4), implanted: 2004 (B)(6), explanted: unk; catheter: model: 8711, serial#: unk, implanted: 2006 (B)(6), explanted: unk. Final analysis of the device revealed a high battery resistance. Drug delivered via the device per analysis findings was fentanyl.